Manufacturer narrative:
The coroner has quarantined the device. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.